Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the connection of the infusion pipeline with automatic infusion valve (at the automatic infusion valve) fell off and broke during vitrectomy surgery. The surgery was completed after replacing the product with new one. No patient impact was reported.

Manufacturer narrative:
Corrected information provided in b.2. And h.11. Upon further assessment, it was identified that the issue was not related to cassette tubing but due to auto infusion valve broken, which is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. Hence this reported event does not meet the criteria for reporting. No further reports will be scheduled under mfg. Report num. 1644019-2025-00712. The manufacturer internal reference number is: (B)(4).